Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus contacted the user and got the information that following microbes were detected from the sample collected from the subject device as a result of microbiological testing by the user facility. [First time: (B)(6) 2021]. Pseudomonas aeruginosa (14 cfu). [Second time; (B)(6) 2021]. Pseudomonas aspergillus terreus complex (1 cfu), bacillus species (1 cfu) olympus requested the facility to provide the additional information regarding reprocessing, however the user facility did not provide and olympus could not obtain it. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus australia (oaz). Oaz checked the subject device and no abnormality was found in the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple (three times) microbiological testing by the user facility, unspecified microbes were detected from the sample collected from the subject device. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been reprocessed with an unspecified automated endoscope reprocessor. There was no report of infection associated with this report.